Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 13.9 mmol/l (>250 mg/dl) while wearing the pod. Symptoms reported include dizziness and feeling sick. The patient was treated with a shot of insulin and was given an extra insulin pen injection to take home. The patient was released after 7 hours.